Event description:
It was reported that during the device implant procedure, loss of atrial sensing and low pacing lead impedance were observed. Another device was implanted instead and the problem was solved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported loss of atrial sensing and low atrial lead impedance was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.